Event description:
During a tuna procedure the needles failed to retract back into the cartridge. The cartridge was removed from the pt with the needles fully extended. Another cartridge was used to finish the tuna procedure. No adverse affects to the pt were reported and no treatment interventions were required.

Event description:
Oversensing with two inappropriate shocks reported.